Event description:
The customer reported, the system locks up and will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos single board computer, replaced the interconnect cable, and reloaded software. System operates as intended.